Manufacturer narrative:
Device evaluated by MFR: a mustang 12.0 x 80, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 5mm distal of the proximal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, when visualizing through angiography, the balloon did not expand. When the balloon was removed, it was observed that it was broken. The procedure was completed and there were no patient complications nor injuries reported.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilation. However, when visualizing through angiography, the balloon did not expand. When the balloon was removed, it was observed that it was broken. The procedure was completed and there were no patient complications nor injuries reported.